Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. No direct or definitive causal or contributory relationship between the coopervision device and the incident could be confirmed.

Event description:
This incident was reported to the manufacturer by the patient's optometrist as reported to them by the patient. It is reported that on (B)(6) 2025 the patient was seen for a routine check up and reported that they had experienced problems with the right (od) contact lenses on two separate occasions in which the lenses were becoming damaged and causing discomfort, both resulted in visits to an ophthalmologist. It is also reported that the patient was diagnosed with a corneal ulcer which was treated with zypred four times daily for seven days and hyabak three times daily. While it is reported that the incident has resolved with no permanent adverse impact, no additional information has been provided to date despite additional attempts at obtaining further details. They type or nature, location, and severity of the ulcer are unknown. In the absence of additional information, this event is being reported in an abundance of caution due to the indication of a corneal ulcer with unknown confirmation of the medical intervention or medications being required to prevent or preclude serious or permanent injury, as may be necessary in some (microbial) corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Lens sample received and device analysis complete. All analysis results found to be within expected values. Based on the manufacturer's device analysis and investigation, no direct causal relationship has been identified between the device and the event, however, the device cannot reasonably be excluded as a potential causal or contributory factor.